Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not returned and no physical damage was observed on the sensor patch. Attempted communication between the returned sensor and a known good reader. Observed known good reader successfully communicated with the returned sensor. Scan timeout error message was not observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan timeout¿ message on the same of inserting the adc freestyle libre sensor. The customer experienced symptoms described as ¿not possible to control themselves¿, dizziness, pain, and hot flashes. A blood glucose reading of ¿0.25¿ was obtained in a competitor meter and the customer¿s son administered glucagon as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan timeout¿ message on the same of inserting the adc freestyle libre sensor. The customer experienced symptoms described as ¿not possible to control themselves¿, dizziness, pain, and hot flashes. A blood glucose reading of ¿0.25¿ was obtained in a competitor meter and the customer¿s son administered glucagon as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.